Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings, compromised force sensor system alarm, loose drive support cap, failed battery test and no reservoir alarm. The customer's blood glucose level was 425 mg/dl at the time of the incident. The customer treated with syringes. The customer received compromised force sensor system alarm. The customer stated that insulin squirted out during manual prime. The customer stated that the drive support cap stuck out. The product was returned for analysis.

Manufacturer narrative:
The device passed displacement test, self -test, off no power test, rewind and unexpected restart error test. The device alarmed motor error during basic occlusion test due to loose/protruded drive support disk. We were unable to verify prime alarm due to motor error alarms. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. Unable to confirm no reservoir alarm due to motor error alarm. No failed battery test alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked display window.